Event description:
It was reported that a malfunction code, identified as malf 9, appeared on the customer's equipment. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.